Event description:
It was reported that tip detachment occurred. The patient presented with peripheral arterial disease and underwent angiogram of the 90% stenosed target lesion. A 2.5mm x 40mm x 145cm coyote es balloon catheter was selected for use. However, during preparation, the balloon catheter pulled apart coming out of the hoop. The detached distal tip was inside the protective sheath and was not inserted into the patient. The device was replaced, and the procedure was completed. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a coyote es balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed that the inflation lumen is separated 7.8cm from the tip. The guidewire lumen is separated 7.7cm from the tip. The proximal section of the separated inflation lumen is stretched. Microscopic examination revealed buckling to the guidewire lumen 7.5cm from the tip. The guidewire lumen is stretched 6.7cm from the tip to the buckling. The balloon protector and product mandrel are still in the manufactured position. The product mandrel was measured at 0.014in. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed that the device is separated.